Event description:
The customer reported the 4k autoclavable camera head was unable to display the image when connected to the main unit. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue of no image was confirmed and found to be caused by a broken cable. In addition, service also found physical/ chemical stress on multiple parts. Air/water leakage into the camera head was observed, due to physical/chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was further reported that the problem was first identified during preparation for use and a similar device was used to complete the procedure.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review , additional information received from the customer, and results from the legal manufacturer investigation. The following sections were updated: b5, h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified. However, it can be estimated that the image did not come out due to poor communication as a result of cable disconnection. It was confirmed that there was no abnormality in the product a the time of shipment from DHR. Olympus will continue to monitor complaints for this device.